Manufacturer narrative:
(B)(4). An additional product was added to this event as the returned product, part number 407297, did not match the initially reported product, part number 110029132. Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot); MFR report: 407297 (264230); 0001825034-2024-01364. The reported event is unable to be confirmed as the pad was not returned on the product 407297, and 110029132 was not returned. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed with a backup device without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.